Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump does not deliver enough insulin and does not deliver it correctly. Customer's blood glucose was 275mg/dl at the time of incident. Customer declined to check their settings and declined to check for site or insulin issues. Customer indicated that they will contact their doctor for further information. No further assistance necessary.